Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time during the morning. On (B)(6) 2010, at around 12:30 pm, the patient claimed that she developed symptoms of shakiness and feeling like she was having a heart attack. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.